Event description:
During an explant of the device due to normal elective replacement indicator (eri) it was noted there was difficulty removing the device and the header became detached from the device. The patient was stable.

Manufacturer narrative:
The field complaint of detachment of device header was confirmed. As received, the device was visually inspected, and the header of the device was found to be cracked and separated from the can due to excessive force by the user. This is consistent with improper handling of the device header by user. The device was received in backup mode with battery at elective replacement levels due to normal usage. The implant duration exceeds the projected longevity indicating normal battery depletion.